Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, when on vascular of lung, the jaws of the device lock on tissue. The doctor can squeeze the handle on the first firing and staple line was formed but after that, the handle could not be squeezed any more and stapling was jammed. When the reload was replace by another one with the same lot/series and new stapler, this situation still occur. Surgeon used another product to continue the operation. It was noted that the device was removed by releasing the black adjust knob of stapler handle. There was no patient injury.